Event description:
During pt use, a 'low fio2' alarm occurred. Replacing the o2 sensor resolved the issue. No serious injury was reported in this case.

Manufacturer narrative:
Although requested, pt information was not provided.